Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that at the time of the report, the manufacturer representative did not have information regarding the issue being reported, only that the device would be explanted on (B)(6) 2021. The office was unaware of the issue, and they planned to get more information in the coming days. Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the reason for removal was that the patient did not think it was working. The cause of removal was due to the device, therapy, and/or implant procedure. The cause of the issue was determined. The patient said the device was not controlling their symptoms. The issue was resolved by removing it.